Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Noise occurred in the image during the up/down direction angle operation due to damage to the image sensor cable due to external factors. The bending section adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the endoeye flex deflectable videoscope had a bad connection. No patient harm reported. During the evaluation of the device, it was noted the image disappeared due to a short-circuit of the image sensor cable. This report is to capture the reportable malfunction of image disappeared due to a short-circuit of the image sensor cable noted at estimation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by a malfunction of the image sensor unit or a malfunction of the board inside the video connector. Olympus will continue to monitor field performance for this device.